Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver bupivacaine [7.5 mg/ml] at 2.7026 mg/day, and dilaudid [10 mg/ml] at 3.604 mg/day, indicated for spinal pain. It was reported that a refill issue occurred on (B)(6) 2018. The caller reported that they cannot locate the septum. It was stated that they attempted a refill and could not access the reservoir septum. It was reported that they took an anteroposterior (ap) x-ray, and it appears the pump is flipped. It was noted that the patient is heavy. The caller was to follow-up with the patient¿s healthcare provider. It was stated that they will confirm with x-ray and contact the md. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that a reportable malfunction occurred. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-mar-05. It was reported that the pump flip was not confirmed; the x-ray confirmed proper orientation of the pump. Regarding actions/interventions taken to resolve the inability to access the refill septum, it was stated that a second rn (registered nurse) was able to access the pump. It was indicated that the issue was resolved. Additional information was received on 2018-mar-12. It was reported that there were no patient symptoms related to the inability to access the refill septum/ suspected pump flip. The patient's weight at the time of the event was (B)(6). No further complications were reported or anticipated.